Manufacturer narrative:
Investigation of reported issue is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure cannot be verified, & root cause cannot be identified. Manufacturing documents from device history records were reviewed & found no abnormalities that would contribute to issue. Two-year lot history review conducted found this is the only complaint for this lot number & failure mode. (B)(4). The instructions for use (IFU) provides the user information regarding proper care, use & monitoring of this device while being used. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to safely & carefully removing the vcare after use; dont use excessive force to avoid traumatizing the vaginal canal. The user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. Unlock the locking mechanism and retract to the handle. Swipe a finger around the edge of the vaginal cup to separate the tissue from cup to prevent tissue damage fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Upon removing vcare, visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202106231, recently experienced by (B)(6) medical center on (B)(6) 2021. Information was also received via FDA 3500a #(B)(4). Information received was that the issue occurred during a total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy. During the removal of uterus through the vagina, the v-care uterine manipulator separated into component pieces. The handpiece, colpotomy cup, occluder holder, balloon tip, and its collar were all readily identified in the vagina and removed without incident. These were reassembled in the o.r and confirmed to be complete. All pieces of the vcare were removed. There was no impact or injury to the patient and the procedure was completed. No additional information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202106231, recently experienced by (B)(6) medical center on (B)(6) 2021. Information was also received via FDA 3500a # (B)(4). Information received was that the issue occurred during a total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy. During the removal of uterus through the vagina, the v-care uterine manipulator separated into component pieces. The handpiece, colpotomy cup, occluder holder, balloon tip, and its collar were all readily identified in the vagina and removed without incident. These were reassembled in the operating room and confirmed to be complete. All pieces of the vcare were removed. There was no impact or injury to the patient and the procedure was completed. No additional information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.